Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic video-assisted thoracoscopic wedge/lobe procedure in which the devices were used, the patient developed an air leak on the second day post-op. The reporter indicated that the case involved severe adhesions and required lots of dissection including firing across the lung parenchyma with the stapler. There was no bleeding but another chest tube was required. The issue resolved itself after seven to ten days.